Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to access to the patient list. A field service engineer (fse) determined that the issue was due to the account lacking access to medstation, as other users could access the patient list. It was only the customer who could not access the patient list. The fse recommended that customer contact unit manager to have a pyxis superuser review her account settings. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was able to login but unable to access the patient list and shown user maintenance and discrepancy message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care, and they were unable to access or issue the medication. There were no adverse events or injuries reported based on this event.